Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the needles bend or break off at the front. Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 27 closed samples and 2 used sutures of the involved batch to analyze this complaint. We have checked both used sutures and we have noticed that there are marks of a needle holder or other surgical instrument in the tip area. The needles have been damaged during handling and bent or shock in the tip area most probably due to wrong handling. Therefore, we conclude that the needle tip bent is caused by a wrong handling not according to the instructions for use of the product. The needles of the closed samples received have been tested for bending strength and the results fulfill product specifications: 10.20 nxcm in minimum (minimum bending strength specification for this needle: > 8.6 nxcm). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle bending strength results during production were 10.11nxcm and 10.56 nxcm and fulfilled specifications. As stated in the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.